Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the bristles on one side of the double end brush broke. The bristles were not removed from the scope. The scope cleaning was completed using another hedgehog brush. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the double end brush bristles were broken on one side. The bristles were not removed from the scope. The scope cleaning was completed using another hedgehog brush. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results the returned hedgehog was analyzed. Visual evaluation found that the channel brush was detached from the working length due to a clean cut. No other problems were noted. The reported event was confirmed. It is possible that the interaction between the cleaning brush and scope caused the observed failure. The dfu warns against excessive force/torque that may cause the brush head to detach from the working length. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.